Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided on the questionnaire that the non toric company, 24.0 diopter (1.5 extended depth of focus) lens was replaced with a non company, toric (2.25cylinder), 24.0 diopter lens. This information that the company model, non toric lens was exchanged for a toric lens model with 2.25 cylinder power would suggest that patient needed correction for astigmatism. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient cant read. The lens was explanted and replaced with another company lens in a secondary procedure. Additional information has been received and stated that there was no patient harm after replacement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).